Event description:
It was reported that when the device was used during a laparoscopic colectomy, the device would not release the tissue. The surgeon cut the anastomosis to release the tissue and then placed a colostomy.